Manufacturer narrative:
The returned device was evaluated. The unit powered on and some segments of the led display were not illuminating correctly. During an internal inspection of the device, the unit was found to have fluid ingress damage on the system board. The system board was replaced and the device functioned as designed. A service history review was performed for the returned device and has confirmed the unit was in the field for more than one (1) year with no reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that all leds are lighting up. Therefore having "888" displayed on below screen. There was no known impact or consequence to patient.